Event description:
The manufacturer received information alleging oxygen and flow alarm issues occurred on a trilogy ev300 ventilator. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a philips remote service engineer, and the alarms were confirmed. The service engineer replaced the proportional and 3-way solenoid valves as well as the oxygen blending module (obm) subassembly valve to resolve the issues. The device passed all final testing. * oxygen and flow alarm issues.